Event description:
It was reported that subsequent to the implant of a protegen sling, the pt developed a urethrovaginal fistula and multiple add'l injuries. Multiple add'l surgical procedures were performed. The device was not returned for evaluation.